Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had water inside. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Prof. Dr. Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the pneumatic module assembly, tidal volume disk, safety disk and drive manifold were extensively used. Fluid was detected. Liquid residues were seen inside the device case. Power management board and engine control board had a large amount of deformation due to electric current was detected on it. It was seen that the device did not turn on. Prior to fault detection, some parts required replacement. Upon replacement, the unit will be checked again for other faults. The device has not yet been repaired. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) saline / liquid spill / autofill failure. A getinge field service engineer evaluated new safety disk sn on pim module. Psi calibration of the water has entered the device and drive regulator calibration were done. Functional tests of the device done. Helium tube gasket replaced with a new one. The device was operated with a test catheter and a trainer. The device was delivered in working condition. The parts that were replaced were delivered to the biomedical unit. The parts listed below have been replaced with new ones based on the previous fault finding on the device. Pneumatic of the device tests were made. It has been found to pass all tests. When the device is wanted to be operated with trainer and test catheter, "automatic filling error". Calibration will be attempted on the device. The device is in a faulty state. The defective parts were delivered to the biomedical unit. Drive manifold assembly, muffler , safety disk . No patient involvement.